Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011 to report that her husband experienced an inaccuracy in cgm readings during an extreme low (cgm 147 mg/dl, bg 23 mg/dl). She reported that she found him covered in sweat and treated him with a glucagon pen. No medical intervention was required, and pt was recovering at the time of his wife's call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.